Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported during a breast biopsy procedure on (B)(6) 2016, the obturator tip broke off inside the grid outside the patient. A second device completed the procedure. No patient injury reported.